Event description:
Liebel_flarsheim reports via fax: customer reported by phone that the bracket for powerhead broke off ceiling suspension system. Bracket broke off around the screws.

Manufacturer narrative:
Liebel flarsheim manufacturing report: fse visited hospital to replace j-bow, broke at the bolt holes due to wear at this point due to the j-bow being used as a handle to move the injector powerhead. Facility has been working on a more robust version of the j-bow in response to the fact that way the j-bow is being used in the field has changed from what was the initial design usage. Suspension replaced and injector returned to full service by the customer.